Event description:
End user has been cutting the white tape collar off of her sfn dh convex skin barrier with white tape collar for yrs. She did a patch test on her left lower quad with the white tape collar. She left the white tape collar on for 2-3 days but no redness was noted. She decided to leave the white tape collar on her skin barrier and within approx 1 week of using the white tape collar she developed a circumferential red rash like area under the tape collar. She started cutting the white tape collar off again and the red rash like area started to resolve. She said the area is painful but no itching noted.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user stated she uses safe and simple wipes to her peristomal skin. She cleanses her peristomal skin and changes her wafer every seven days. It was recommended that she use sfn dh skin barrier w/o tape collar and convex insert and she was instructed to continue cutting the white tape collar off of her skin barrier until samples were rec'd. End user was instructed on skin testing with the safe and simple wipes followed by the white tape collar. Instructed if area does not improve or if she has any questions to contact us for add'l instructions. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. Should add'l info becomes available a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.